Event description:
It was reported that pump charging cable was damaged and had snapped, and customer noted that charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer used another cable to charge pump but could not upload data or update software, and technical support arranged replacement of damaged charging supplies with instructions for customer to rely on alternate charging method if pump battery depleted before replacement arrived.